Event description:
It was reported by the affiliate that, during a tunica vaginalis testis procedure, one extremity of the tape became detached from the needle with the collar. Another device was used to complete the procedure. There was no adverse pt consequences reported.